Manufacturer narrative:
Literature citation: (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
The following information was received through literature ¿late open conversion after thoracic endovascular aortic repair¿ published in journal of endovascular therapy. Volume: 27 issue: 5, article first published online: june 17, 2020. The study was to retrospectively reviewed cases of late open conversion for complications after thoracic endovascular aortic repair (tevar). A total of 33 patients, including 4 patients referred from other centers, required late conversion to open repair at the yonsei cardiovascular hospital of the yonsei university health system in seoul; demographics of the patients, reason for conversion, surgical techniques, surgical outcomes, and survival were reviewed.1 received tag stent graft (w. L. Gore & associates, flagstaff, ariz). The results state that open conversion was performed because of sine (stent graft-induced new entry tear) in one patient implanted with tag. Type of surgery was total arch replacement. The patient was discharged.